Manufacturer narrative:
Pump received with blank display due to cracked and bleeding display. Unable to perform all functional testing including the displacement, operating currents, restart, rewind, basic occlusion, occlusion, prime and force system sensor and excessive no delivery due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.